Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9 736226, serial/lot #: (B)(4). A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. (B)(4) are applicable to the software analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery. It was reported that while in the registration task, the manufacturer representative adjusted the opacity bar for the 3d model. The trace points were visible, but the 3d model disappeared, then the monitor went black with a blinking cursor. A reboot resolved the issue. There was no patient harm and the procedure was not delayed over an hour. (B)(6) 2020. (Rep): no new information.